Event description:
A review of service data detected a reportable problem during servicing, monitor sn (B)(4) reset during a pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. Upon evaluation the monitor reset during a pulse test. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the monitor investigation. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.